Event description:
It was reported by journal article that this subcutaneous implantable cardioverter defibrillator (s-ICD) system had intermittent noise oversensing while programmed in the alternate vector. No inappropriate therapy was delivered. A chest x-ray was performed, which noted the electrode migrated from the location of implant despite the 2 suture implantation technique. Subcutaneous electrocardiogram (s-ECG) showed a change in amplitudes across all postures. A revision procedure was subsequently performed, and the electrode was repositioned and secured successfully. This electrode remains in-service. No additional adverse patient effects were reported. The health care professional (hcp) was contacted for further information, however no additional information was available.

Manufacturer narrative:
Additional information was requested from the journal article author. No further information was provided, therefore no model/serial number, manufacture information, or implant date was able to be verified. This investigation will be updated should further information becomes available in the future.